Event description:
It was reported that while attempting to cauterize nasal turbinates, it appeared that the electrosurgical pencil was not producing the desired surgical effect. The output wattage of the electrosurgical generator was increased from 25 watts to 40 watts. 30 minutes later, the procedure was completed and the ground pad was removed. They noticed 4 small burned areas under the ground pad on the pt's thigh.